Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The customer reported, the pump was returned from an unspecified location to the biomedical department with a report indicating that the pump sounded a very faint tone when the pt pendant was pressed. No specific pt info or pump programming were provided. It was reported that the nurse was in the room at the time when the pt pendant was pressed and the device sounded a faint alarm tone. The pump was removed from clinical service. Therapy was resumed with a replacement pump. During testing at the user facility, the pump did not sound and audible alarm tone during an alarm condition. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).